Manufacturer narrative:
Concomitant medical products: patient medications: plavix, metformin, and lisinopril. CT images dated (B)(6) 2019, were sent to gore imaging services for evaluation. Per the evaluation there appears to be a lack of wall apposition at the distal end of the implanted device. Diameters with in the distal 2 cm of the implanted device range from 29 mm¿35 mm on average diameter. Length of the implanted device appears to measure ~ 15 cm along the outer curve. Unable to identify aneurysmal growth with only one time-point. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a type b aortic dissection. It was reported that computed tomography images dated (B)(6) 2019, revealed a distal type I endoleak with device malposition on the distal end. It is unknown if there is aneurysm sac enlargement. On (B)(6) 2019, the physician reintervened and implanted a conformable gore® tag® thoracic endoprostheses and extended distally. The endoleak was resolved and the patient tolerated the reintervention.